Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and lead dislodgement was ruled out. The patient presented on 8/30/18 for lead revision procedure. The lead was repositioned successfully and the patient was stable post procedure.